Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device issue has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 15 mm xience v stent was placed in the graft of the 1st obtuse marginal (1st om). Pre-dilation of the lesion was pre-dilated prior to stenting. There were no patient effects or product issues noted at the time of the procedure. However, in 2009, the patient was admitted for chest pain (angina). The chest pain was resolved with medication. Cardiac enzymes were elevated and cardiac catheterization was scheduled for the following morning. ECG was done and findings were non st-elevation mi (non q-wave mi), cardiac catheterization was performed and coronary intervention was done for restenosis of the 1st om. The patient's symptoms were resolved the following day, and the patient was discharged from the hospital the next day. No additional event or patient information is available.

Manufacturer narrative:
.